Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 07-oct-2025. Pump delivered 244 bolus deliveries on the event date of 10/07/2025 at 00:04:37.000 to 23:49:39.000. Battery cycle 2.0 received the lowbatteryalert (104) on 10/08/2025 03:41:01 after more than 7 days at 18.92 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Unable to verify customer¿s complaint for high bg's. Battery cap contact missing and battery cap damage were not confirmed during visual inspection. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, reported a crack on battery tube side, replace battery now alarm, and also stated that battery cap and battery cap contacts were damaged. The customer reported a blood glucose value of 250 mg/dl. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed for cosmetic damage allegation. The customer stated that damage was affecting/ impacting pump functionality since customer received battery loss alarm. Troubleshooting was performed for replace battery now alarm and battery cap damage allegations. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. Troubleshooting was not performed for hyperglycemic event. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a. Mmt-1884 was requested, and the customer response was the device will be returned.